Event description:
It was reported that the camera head exhibited abnormal image and broken cable. The issue occurred during preparation for a plasma electrosurgical therapeutic procedure. The procedure was completed using the similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair site for the evaluation and reported problem was confirmed. Device evaluation found a flickering image due to cable breakage. Device evaluation assumed that a cable failure caused a communication failure, resulting in flickering horizontal stripes on the image. Based on the results of the investigation results, the most probable root cause of the problem was faulty cable which is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited abnormal image and broken cable. The issue occurred during preparation for a plasma electrosurgical therapeutic procedure. The procedure was completed using the similar device. The device was inspected prior to use. There was no report of patient harm.